Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing syncope. It was noted that there was some ventricular oversensing noise/artifact on the unipolar right ventricular (rv) lead that was recorded as ventricular high rates. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.